Event description:
It was reported that the outer sheath separated. The stenosed target lesion was located in the right coronary artery. A 1.25mm rotalink plus was used for percutaneous coronary intervention. Upon withdrawal, at the end of the procedure, it was observed that the outer sheath had separated. The procedure was completed with this device. There were no patient complication reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).